Event description:
Per the customer, the pre-operative CT had worse quality on the machine than shown on the computer from the same cd. When the pre-operative CT was merged with the intraoperative spine image, it undid the correct smart segmentation and gave incorrect levels. Per the customer, this could not be fixed or changed. Per the customer, they decided to proceed without the smart segmentation. It was unclear if the surgeon selected an incorrect level or if it happened automatically. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device was not available for evaluation. H3 other text log files not submitted by customer for evaluation.

Event description:
Per the customer, the pre-operative CT had worse quality on the machine than shown on the computer from the same cd. When the pre-operative CT was merged with the intraoperative spine image, it undid the correct smart segmentation and gave incorrect levels. Per the customer, this could not be fixed or changed. Per the customer, they decided to proceed without the smart segmentation. It was unclear if the surgeon selected an incorrect level or if it happened automatically. Additional information has been requested from the user facility.